Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-01757. It was reported that the patient experienced ineffective therapy. Imaging revealed that the right s2 lead had migrated out of the neural foramen. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein both s2 leads were explanted. During the procedure the physician inadvertently pulled the left s2 lead out of the neural foramen. The physician was unable to place a new lead [related manufacturer reference number: 1627487-2021-01759] and the procedure was abandoned.